Event description:
It was reported the bed started to go into reverse trend on its own when the patient was lying prone, and as a result, caused the patient to become extubated. It is not known if medical intervention was required as a result of the reported event.

Manufacturer narrative:
The serial number of the device involved in the reported event was not recorded, therefore the unable was unable to evaluated by a stryker technician. However, the user facility reported that they are reviewing their cleaning and disinfection process as they believe corrosion on the electronic board caused the phantom motion was due to moisture on the board. Device serial number was not recorded.

Event description:
It was reported the bed started to go into reverse trend on its own when the patient was lying prone, and as a result, caused the patient to become extubated. It is not known if medical intervention was required as a result of the reported event.